Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to power on and was unable to perform a pads test. As a result of the reported issue, a red x appeared in the rfu indicator and the device emitted an audible chirp. There was no patient involvement.